Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation (scs) system. The physician assessed that the patient's scoliosis and scar tissue prevented optimal lead placement which therefore, caused inadequate pain relief. Therefore, the patient underwent a lead revision procedure where both implanted leads were explanted and replaced with two new leads. The explanted leads will not be returned as they were discarded by the medical facility. The patient was doing fine post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 7071846. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: n/a. Batch: 24001104.